Event description:
The customer alleged that she performed a control test and received a result that was high, out of range. While troubleshooting, she performed 2 more control tests and received a result of 183 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.